Event description:
The customer contact reported a delay of critical therapy following an alarm condition. At an unspecified time, channel b was programmed to deliver an unspecified concentration of epinephrine, and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the customer contact reported the device "failed with no warning". At that time, the nurse reported an unspecified decrease in the pt's blood pressure. The physician was notified. The physician treated the pt with an unspecified concentration of epinephrine IV push. After an unspecified length of time, the delivery was resumed on channel a of the same device. Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation found channel b of the device alarmed s421 (motor error, pmc, right). This was found due to the power motor controller on channel b. This product has been identified as part of a customer notification dated, (B)(4) 2010. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).